Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it alarming and continuously rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was an integrated circuit, designator u508, of the control board.

Event description:
It was reported to ventec that the device alarms and continuously reboots by itself. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. The reporter advised that they did not have any additional information to provide.